Event description:
A report was received that the patient¿s ipg was not functioning. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was unable to charge and underwent an ipg replacement procedure. The physician had suspected possible device malfunction. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg was not functioning. The patient will undergo an ipg replacement procedure.